Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the diagnostic procedure was completed as planned after older patient records were deleted to free up disk space. Analysis of the log files indicated that an error ¿exposure not possible. Image disk full ¿ was displayed. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that that the issue was most likely caused by database problems. Fse performed a database test and discovered that there were images without patient information and these images were moved to a generic patient named ¿repaired¿ and then the image store was recreated and released disk space by freeing up 101,000 images. After the recreation of image store and freeing up disk space, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures due to an image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.